Event description:
An unintended shutdown was reported on a plm a+ spanish 220v cr during a four hour patient infusion. A patient on a methotrexate infusion went into the operating room for intrathecal chemotherapy. Upon leaving the recovery room, it was noticed that the pump was off. The team called to the floor to reprogram the pump. The pump turned on and off, although it was plugged in and the battery was charged. Upon arrival at recovery, the pump was programmed as instructed. Later, in the patient's room, they confirmed that the chemotherapy infusion rate was incorrect and replaced it with another pump. There was an unspecified delay in therapy, however no one was harmed and there was no adverse event as a result of this event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
The device was received for evaluation, and the event history logs were downloaded. No problem was found, and complaint was not confirmed.